Event description:
During a coil embolization procedure of an aneurysm, the enterprise system (enc452212/ 10055541) had resistance and the stent was deformed, and the next enterprise system (enc452812/ 10055542) could not be advanced via a prowler select plus microcatheter (606s255x/ 15500428), and the devices were removed as a unit. The cashmere complex 14cerecyte coil 6mm*15mm (crc14061530/ g14638) untwisted. The enterprise system (enc452212/ 10055541) was inserted via a prowler select plus microcatheter (606s255x/ 15500428), but resistance was felt when pulling the stent system. The stent and wire could not be pushed out the microcatheter under x-ray, and then the stent was withdrawn, but resistance was felt, and the stent was deformed after recovery. Then, an enterprise system (enc452812/ 10055542) was used, but the same problem occurred, therefore the prowler select plus microcatheter and enterprise system/stent were removed as a unit. The devices were changed to use the new system and coil plugging, and the cashmere complex 14cerecyte coil 6mm*15mm (crc14061530/ g14638) untwisted, however the patient was fine. The event with the coils occurred during advancing, and after the event, the entire coils and delivery systems were removed from the patient. During placement, no additional manipulation and torque was applied while the coils were in the aneurysm, and the coils were not left in the aneurysm, while the prowler select plus microcatheter (606-s255x, lot 15500428) was repositioned.

Manufacturer narrative:
No resistance/friction was noted between the coil systems and microcatheter. The microcatheter was re-shaped with the shaping mandrel, steam, and without any damages noticed reshaping was completed. All guidelines were followed for insertion of the enterprise systems, and no damages were noticed on any section of the delivery systems that may have contributed to the event. A constant and dedicated heparinized saline source was used at all times for the microcatheters with the enterprise systems and coils. Other than what was reported, no other damages were reported on the devices (kink, bend, crack, separated, fracture, etc), and the coils and stents remain attached to the delivery systems. The vessel was circuitous. There was no patient injury reported with the events, and the components will be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15500428 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00309, 1058196-2012-00310, 1058196-2012-00311, and 2954740-2012-00664. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of an aneurysm, the enterprise system (enc452212/ 10055541) had resistance with the prowler select plus microcatheter (606s255x/ 15500428) and the stent was deformed when removed. The next enterprise system (enc452812/ 10055542) could not be advanced via the prowler select plus, and the devices were removed as a unit. After changing to a new system the cashmere complex 14cerecyte coil 6mm*15mm (crc14061530/ g14638) "untwisted." The enterprise systems, prowler select plus and cashmere coil system were all removed from patient without injury. The first enterprise system (enc452212/ 10055541) was inserted via the prowler select plus microcatheter (606s255x/ 15500428), but resistance was felt when pulling the stent system. The stent and wire could not be pushed out the microcatheter under x-ray, and then the stent was withdrawn, but resistance was felt, and the stent was deformed after recovery. Then, an enterprise system (enc452812/ 10055542) was used, but the same problem occurred, therefore the prowler select plus microcatheter and enterprise system/stent were removed as a unit. The devices were changed to use the new system and coil embolization was performed when advancing the cashmere complex 14cerecyte coil 6mm*15mm (crc14061530/ g14638) it "untwisted." The entire coils and delivery systems were removed from the patient. It was reported that the patient is fine. The vessel was circuitous. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm, while the prowler select plus microcatheter (606-s255x, lot 15500428) was repositioned. There was no resistance/friction was noted between the coil system and microcatheter. The microcatheter was re-shaped with the shaping mandrel, steam, and without any damages noticed reshaping was completed. All guidelines were followed for insertion of the enterprise systems, and no damages were noticed on any section of the delivery systems that may have contributed to the event. A constant and dedicated heparinized saline source was used at all times for the microcatheters with the enterprise systems and coils. Other that what was reported, no other damages were reported on the devices (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system and the stents remained on the delivery systems. There was no patient injury reported with the events. A review of the manufacturing documentation associated with prowler select plus lot 15500428 presented no issues during the manufacturing process that can be related to the reported complaint. Two enterprise vrd delivery wires were received for analysis; one was received introduced into the returned prowler select plus microcatheter and one was received in the introducer tube. No stent was found on the returned delivery wires, in the mc or in the returned packaging. The prowler select plus mc was inspected and was found to be in good condition; dried blood was noted on the ID band. Some waves were found on the microcatheter but appear that this may have occurred during the handling of the unit when this was return for evaluation. The ID of the mc was measured and was found to be within specification. The received microcatheter was flushed used a lab sample syringe. Functional testing was performed by introducing each of the returned enterprise delivery wires through the mc. Both enterprise delivery wires were able to pass through the returned mc without any anomalies. It was also verified that the introducer which was received with one of the enterprise delivery wires seated properly in the hub of the mc without any anomalies. Additionally, the mc was tested with a lab sample enterprise with stent that was inserted into the microcatheter; it advanced through the microcatheter with no anomalies noted. Without the return of the stent that was reported as damaged, no conclusion can be made; however, it is possible that the encountered resistance may have contributed. Additionally, without the return of the entire enterprise systems with the stents a definitive conclusion regarding the reported events cannot be determined. There was no discrepancy with functional testing of the returned enterprise delivery wires or the prowler select plus and no anomalies with the returned devices found. Inspections are in place to prevent devices with failures from leaving from the facility. It was reported that the enterprise vrds could not be pushed out of the prowler select plus microcatheter. The instructions for use outlines that if stent positioning is satisfactory, to deploy the vrd, carefully retract the infusion catheter, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. The stent will expand as it exits the infusion catheter. Procedural factors and vessel characteristics may have contributed to the event; however, a definitive root cause cannot be determined; therefore no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00309, 1058196-2012-00310, 1058196-2012-00311, and 2954740-2012-00664.

Manufacturer narrative:
A non-sterile enterprise vrd and delivery and a prowler plus microcatheter were received inside a plastic bag, both devices were within the tubing dispenser hoop. An opened pouch of enterprise was included in the received components. The enterprise was found introduced in the involved microcatheter. The enterprise stent was not received for analysis. The select plus mc was inspected and was found to be in good conditions; dried blood was noted on the ID band. Some waves were found on the microcatheter but apparently can occur during the handling of the unit when this was return for evaluation. The microcatheter was inspected under microscope during functional test with a lab sample enterprise and the enterprise could pass through the mc. The ID of the microcatheter was measured and was found to be within specification. The received microcatheter was flushed used a lab sample syringe; after that, the returned enterprise was introduced through the mc and the wire of the enterprise could pass through the mc with no anomalies noted. Additionally, the mc was tested with a lab sample enterprise with stent that was inserted into the microcatheter; it advanced through the microcatheter with no anomalies noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "obstructed - in patient" was not confirmed; the returned enterprise and a lab sample enterprise were inserted and could pass through the mc with no anomalies noted. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Furthermore, inspections are in place that prevents any kind of failures from leaving the facility. Procedural factors appear to have contributed to the event; therefore no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00309, 1058196-2012-00310, 1058196-2012-00311, and 2954740-2012-00664. Additional information will be submitted within 30 days of receipt.